Manufacturer narrative:
Corrected data: e2, e3, & g2 (inadvertently omitted from the previous follow-up report).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus. The olympus technical support team advised that the lamp was at 400 hours. The customer later reported to olympus technical support team that the light source was not in spare lamp mode and the main lamp was still operating. The customer contact person took the lamp out of stand by and advised the main lamp was functioning. The olympus support team advised the customer contact person that the spare lamp was only intended to remove the scope safely from the patient if the main lamp expires. The customer contact person explained that he will monitor the light source and contact olympus if any issue re-occurred.

Event description:
The customer reported to olympus, the evis exera iii xenon light source went into spare lamp mode. The issue was found during an unknown procedure. There were no reported delays. There were no reports of patient or user harm associated with this event.